Event description:
This report summarizes 102 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 2 devices that were pending were evaluated and it was determined the device experienced difficult to operate but still functions properly and no power; will not charge/hold charge, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 104 to 102.

Event description:
This report summarizes 104 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 102 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.